Event description:
It was reported that the first valve was removed, because it delivered pressure that was too low. The valve seemed to work well, but was inappropriate for this pt. The valve was discarded at the hospital.

Manufacturer narrative:
The reported event was attributed to the treatment of pt symptoms, and was not related to a malfunction of the device. The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the manufacturing records was not possible, as no lot number was provided. All of our valves are 100% tested at the time of manufacture.